Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing broke at the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set IV tubing broke from the filter and fell to the floor before connecting the tpn line. The following information was provided by the initial reporter: "rn was changing over IV fluid/IV tubing, when they were about to connect the new tpn (total parenteral nutrition) line, noted something had fallen to floor. It was then noticed that the IV tubing had broken apart at a filter. The connection that broke was not a connection segment that can normally disconnect."